Event description:
Voluntary medwatch form received notes that a right atrial lead was explanted and replaced due to noise. No additional adverse patient effects were noted.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5145846.